Event description:
Alaris IV pump malfunction: pump setup per open heart surgery standard. Pump placed in anes mode. All four lines paused. Line 4 with levophed found to be infusing at 50 mls. Significant increase in blood pressure recorded. Pt given nitroglycerine per physician. Line 4 found to be infusing even though it remained in standby/pause mode.